Event description:
Same case as manufacturer's #: 6000093-2006-00464. It was reported that during a ptca procedure, the nc monorail balloon ruptured. The lesion being treated was a highly calcified lesion in the superior mesenteric artery. The physician attempted direct stenting with an express biliary stent, however, the stent dislodged. An .014 ironman wire was advanced and a 2.5x9 maverick ablloon was used to deploy the stent. A 4.0x12 maverick and the 5.0x9 nc monorail were used to post dilate the stent. The nc monorail ruptured as 16 atms. (The number of inflations and to what atms is unk). Upon removal of the nc monorail, it was noted that the proximal shaft was fractured leaving the distal portion of the shaft and the ruptured balloon inside the artery. The distal shaft and balloon were successfully removed with a snare. No pt injuries or complications were reported. Pt status is listed as "okay".